Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed no anomalies in both the inner and out outer shaft. The reported condition could not be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the (B)(4) complaints system revealed 1 similar complaint for this lot of devices that was released to distribution. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
Physician reported that during surgery procedure on blade he indicated some metal filings. No additional details available. Additional information 4-8-16: what type of procedure was this: arm arthroscopy; were the metal shavings removed: yes; how was the procedure completed: use another one product the same type; did this failure extend the procedure time greater than 30 minutes: no; is the complaint device coming back: yes.